Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the pain had gotten so bad and had moved high in their back and lower in their body. This occurred about a year ago in 2016. To get any relief and in order for it to work the patient had to turn stimulation up so high that it made their legs completely numb and they could not walk. To troubleshoot this the patient had turned stimulation off months ago. While stimulation was still off, the patient had shocking in their right side at the waist level when they bend over slightly. This started 2 to 2.5 weeks ago. This was reported to be due to positional movement without any allegation of electromagnetic interference (emi). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that suddenly she had electrical shocking down her right side when her stimulation on her left side so she wondered if one of the leads had drifted. She doesn¿t use her stimulation anymore because to get it to take away the pain, she must have it on so high that she can¿t feel her legs. The patient was redirected to her healthcare provider. No further complications were reported.